Event description:
Customer reported that the system's fiberlife function activated numerous times throughout the procedure. The case was completed with a second fiber. There was no report of injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customers initial report that the systems fiberlife function activated numerous times, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be broken proximal to the fiber/cap fusion zone. The cap was also found to have burn on detritus and devitrification of the cap output window. The fiber condition would result in activation of the systems fiberlife function and send the system to standby mode. Based on the analysis findings, the fiber condition may result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact, tissue probing and bending of the fiber at sharp angles may cause fiber damage. The component codes fiber and cap refer to the results code thermal problem.